Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Please see attached spreadsheet for the bimonthly submission due april 30, 2015. Submissions for product codes pah and otp can be found under manufacturer reports numbers 3005099803-2015-01218 and 3005099803-2015-01220.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Submissions for product codes pah and otp can be found under manufacturer reports numbers 3005099803-2015-01218 and 3005099803-2015-01220.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code otn. Please see attached for supplement submission due (B)(4) 2015.